Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the device was articulated to the left and closed on tissue. Mid-fire, the device articulated back to the neutral position without the surgeon touching the articulation button. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loos of 500cc or more. Surgery time was not delayed by more than 30 minutes. Peristrip reinforcement material was used.

Manufacturer narrative:
(B)(4).